Event description:
It was reported that the patient¿s device system was removed at the beginning of (B)(6) 2013, because the patient got (B)(6). The patient was on vancomyacin for 5-6 weeks. It was later reported that the patient¿s incision wound had opened. The patient had taken the sterile strip off and the suture pulled out easily. The patient experienced fever, redness, drainage, and pain. It was noted that perioperative antibiotics had been administered; post-op wound or skin contamination was likely. The patient was given minocycline on (B)(6) 2013. A culture was taken from the pocket on (B)(6) 2013, but it tested (B)(6). The patient was further given intravenous antibiotics and oral antibiotics. The infection resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4).